Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/26/2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was attempted but could not be performed because the receiver would not boot up; a "call tech support error" was observed on the receiver screen. The reported event of a receiver frozen display screen was not confirmed. The root cause could not be determined.